Manufacturer narrative:
The insulin pump was received with no button response due to j2 lcd keypad connector unlocked. No moisture damage electronic assembly, no blank display and the lcd board ok. The insulin pump was received with currents within specification. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having a blank screen display and was not able to resolve it due to buttons not responding. Customer reported that insulin pump was once exposed to moisture from briefly getting into the shower with pump connected. Customer's blood glucose was 192 mg/dl. Insulin pump would be replaced.